Event description:
It was reported an infection at tooth site #36 . After patient presenting discomfort , dentist decide to remove implant. Implant was removed.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification k011245/k002188 . A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.